Event description:
It was reported that "the package was found broken during inspection. Involved 210 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. The customer provided one photo and returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample was compromised due to the packaging damage. The IFU includes a warning symbol to indicate to the user "do not use if package is damaged." CAPA has been previously opened under teleflex's quality system by the manufacturing site to further investigate this issue. Root cause is identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection. Involved 210 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint "broken package - sterility compromised" could be confirmed with picture attached. However, a proper investigation and complaint verification could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73h2301200 the staplers were visually inspected, and issue reported "broken package - sterility compromised" was not observed in the current manufacturing process. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection. Involved 210 pcs. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.